Event description:
It was reported that the pt was unable to adjust her stimulation. The pt had her entire device replaced due to the insulation on the lead was pulled off and subsequently drained the ipg. The healthcare provider confirmed that the pt experienced a lack of therapeutic effect. The plastic insulation from the lead was pulled out and the wires were exposed. No surgical complications were reported.